Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error. The blood glucose reading was 174 mg/dl. The customer did not recall any significant details leading to the alarm and stated that the insulin pump was worn under fire fighter gear and not likely to get wet. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.